Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) (B)(4) alleging his meter was not powering on. He did not know the name of the meter and no longer had the meter available. The complaint was classified based on the customer service representative (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 3pm. The patient reportedly manages his diabetes with oral medications (unknown type/dose) and reportedly skipped his lunch on (B)(6) 2012 in response to the alleged issue. Approximately 20 minutes later, he claimed he developed symptoms of "sweating" and despite his symptoms he denied receiving any form of medical intervention. At the time of troubleshooting, the csr noted that the meter was not available for troubleshooting. The patient had sent it back to lfs prior to contacting customer service. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.